Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient involvement. According to the information provided by the technician, the pressure transducer test failed as well. Both printed circuit boards (pcb) were replaced. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Defective pressure transducer pcb may lead to high pressure. The evaluation of received device's logs does not confirm occurrence of mentioned test failures on provided date of event. The root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transucer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).